Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
An alif was performed at l5, date not provided. Discovered upon follow-up visit, at unknown date, the patient experienced a screw backout and breakage. Surgeon decided to not perform any additional surgery as patient is not in any pain.